Event description:
The manufacturer received information alleging a humidifier, being used in conjunction with a ventilator, melted a hole in the patient circuit and burned his arm. There is no indication that medical intervention was required. The manufacturer contacted the durable medical equipment dealer who purchased the device and they had no record of this patient in their system. Repeated attempts to contact the patient were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.